Event description:
Additional information received indicates that the patient went through IV antibiotic treatment to address the issue.

Manufacturer narrative:
Patient's weight is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3189, UDI:(B)(4), serial: (B)(6), batch:4930632.

Event description:
It was reported that the patient¿s left occipital lead (contact) was exposed/skin erosion and experienced an infection. Patient had irritation, redness and drainage (pus) at left lead site. Patient was prescribed antibiotics by their pcp. Subsequently. Surgical intervention took place wherein the surgeon explanted the entire system to address the issue. Reportedly, there were no further signs of infection during the explant. Patient continued to use antibiotics to address the issue. Investigation was unable to determine which if the leads is the left lead.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.